Event description:
Piece fell off from the metal, the brush heads are no longer staying attached, fall off - oral-b [device breakage]. Case narrative: female consumer via phone stated that a piece fell off from the metal of the oral-b toothbrush, model 3766. The oral-b toothbrush heads no longer stayed attached and fell off mid-brushing. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return